Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that an MRI was performed for the health care provider (hcp) to assess the patient for a granuloma/catheter issue. The patient was experiencing an increase in pain, back pain and weakness in both legs, that started approximately 1 to 1.5 weeks ago. The patient had also been falling and was admitted for observation 1 to 1.5 weeks ago, due to the falls. It was unknown if the change in therapy/symptoms was gradual or sudden. The drugs delivered via the device system were bupivacaine and morphine. Information regarding the patient¿s outcome was requested. If additional information is obtained, a follow-up will be submitted. There was additional information reported regarding a motor stall that was not relevant to this event and therefore was omitted.